Manufacturer narrative:
A product was not returned for analysis as it remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, there was streaks on lens. Additional information received stating that, the doctor observed the lens under the microscope and saw no issues. The lens was loaded into a cartridge by the scrub technician. The doctor placed the lens into the eye and immediately saw a scratch on the lens in the field of vision. The doctor reported no issues with field of vision after his post-operative visit. There was no patient harm. There are two medical device reports associated with this report. This file is 2 of 2.